Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 440 mg/dl. Troubleshooting was performed and found that the customer reuses her reservoirs. The customer also stated that she observed the display on the insulin pump going blank. Methods for preventing electrostatic discharge were explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.